Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The first clip was implanted; however, after deployment of the clip, it was noted the posterior leaflet was torn at the clip. The clip did not move from the leaflets. Another clip was implanted as treatment; however, the second clip did not cover the torn leaflet. Two clips were implanted and the mr was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.